Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2938836-2019-05153, 2938836-2019-05156, 2938836-2019-05160. It was reported that the patient presented in clinic because of heart failure. It was noted that extreme twiddler's syndrome caused the leads to be pulled back from the device. The rv and lv leads were explanted, but the ra was capped on (B)(6) 2019 because the lead was unable to be explanted. When attempting to re-implant the device, r wave amplitudes had differed significantly from previous measurements and loss of rv capture was observed. After multiple attempts to clean the header, the device was also explanted and replaced. The patient was stable.